Event description:
It was reported that during use of a 4.0x33mm xience xpedition delivery system (sds), the staff realized that the sds was expired. The device was removed and the stent was not implanted. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The use after expiration was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for use after expiration from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: do not use after the use by (expiration) date. Based on the reviewed information, no product deficiency was identified.